Manufacturer narrative:
Additional information (17-jul-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges. The customer observed that the chem wash cleaning fluid was insufficient, and the chem wash was replaced. Hsc concluded that the cause of the event was consistent with insufficient chem wash for washing. The issue was resolved with standard troubleshooting. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00183 was filed on 11-jul-2024.

Event description:
The customer reported to siemens that they obtained an abnormal assay flag with a total prostate specific antigen (tpsa) patient sample result on a dimension® exl¿ with lm integrated chemistry system. The abnormal assay flagged result was reported to the physician and was not questioned. The same sample was reprocessed on the same dimension® exl¿ with lm integrated chemistry system after troubleshooting and a result was obtained without an abnormal assay flag. The reprocessed result without a flag was considered correct and reported to the physician. There is no allegation of unnecessary treatment due to the reporting the abnormal assay flagged result. There are no known reports of patient intervention or adverse health consequences due to the abnormal assay flag with the total prostate specific antigen (tpsa) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an abnormal assay flagged result that was reported with the total prostate specific antigen (tpsa) assay on a dimension® exl¿ with lm integrated chemistry system and the result was reported. Siemens is investigating the event.